Event description:
A report was received that the patient was explanted due to pocket discomfort. The patient was reportedly doing fine after the explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-8116-50 (B)(4) model description: artisan 2x8 paddle lead, 50 cm the explanted devices were not returned to bsn as they were discarded by the medical facility.